Event description:
The customer reported that a resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, had a broken ceramic tip. The device fell from the nurse's hand during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned, however, during the field service engineer¿s (fse) physical check, the customer¿s allegation (broken ceramic tip) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 15 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to improper handling and/or incorrect reprocessing. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.